Event description:
It was reported that a pump malfunction occurred, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the reset process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while keeping an eye out for any further issues.